Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., a.5., a.6., b.3., b.5., g.2.

Event description:
Healthcare professional called to report a right side rupture. Later, patient reported "rupture". Device remains implanted.

Manufacturer narrative:
The reported events capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Additional, changed, and/or corrected data: b1, b3, b.5., b6, d6b., h.6.

Event description:
Healthcare professional reported "rupture". Later, patient reported "rupture confirmed via mammogram". Later, healthcare professional reported "capsular contracture, baker grade IV". Later, healthcare professional reported "axillary lymph node with dense material suggestive of a silicone granuloma", via mammography. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as fold flaw opening. ¿ granuloma: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later, patient reported "rupture confirmed via mammogram". Later, healthcare professional reported "capsular contracture, baker grade IV". Later, healthcare professional reported "axillary lymph node with dense material suggestive of a silicone granuloma", via mammography. This record is for the right side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report, a right side rupture. Device remains implanted.